Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). During preparation the stent was unable to be loaded onto the delivery system as the stent ends were not round out of the package. The physician completed the procedure with another rapid exchange biliary stent system with no patient complications. The procedure was successfully completed with no reported patient complications. The patient was reported to be fine after the procedure. This event has been deemed a reportable event based on the investigation results; stent bent.

Manufacturer narrative:
(B)(4): evaluation results: visual analysis of the returned stent revealed the working length of the stent was slightly bent and the tip was collapsed. Only the stent was received for analysis. It is unknown if the stent became bent during the preparation or otherwise. There is no evidence that this device had any physical patient contact. Therefore, based on the event information, the most probable root cause for this complaint is handling damage a review of the manufacturing documentation found no anomalies or deviations during the manufacture of this batch. A lot history search was performed, which revealed no other similar complaint related to this lot.